Event description:
A caregiver (parent) reported that the adc device would not power on with either button press or test strip insertion. Glucose results were therefore unable to be obtained and the customer became hypoglycemic with loss of consciousness. The caregivers provided customer with unspecified treatment, and no healthcare provider was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (parent) reported that the adc device would not power on with either button press or test strip insertion. Glucose results were therefore unable to be obtained and the customer became hypoglycemic with loss of consciousness. The caregivers provided customer with unspecified treatment, and no healthcare provider was required. There was no report of death or permanent injury associated with this event.